Event description:
Boston scientific received information that approximately two months post implant, there was concern that this lead may have microdislodged. No obvious lead dislodgement was observed. During a revision procedure, additional slack was added by pressing on the device. The device had moved in the pocket and removed the lead slack. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.